Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 444 mg/dl. The customer stated that their blood glucose dropped to 44 mg/dl at night. The customer stated that the adhesive tape is irritating and is making them break out. The customer did not provide any further information and hung up the phone. The customer did not return the product back for analysis.